Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a corneal ulcer at three days post lasik procedure of the left eye. Patient reported she began experiencing irritation, light sensitivity, redness, pain and swelling the day prior and woke up the following day with eye discharge on day three post procedure. Reporter indicated upon slit lamp examination the corneal ulcer was observed. Upon follow up, the reporter stated the patient has no prior history of corneal ulcers. The ulcer at this time is of unknown etiology but very round, well defined located para-centrally to visual axis. Otherwise examination was unremarkable and most likely an abrasion related ulcer. Reporter additionally noted the ulcer is improving, epithelium healing and has no dendritic properties whatsoever. Upon additional follow up, reporter indicated the ulcer has resolved and inflammation is resolving. Patient was noted as doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment.logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. The manufacturer internal reference number is:(B)(4).